Event description:
It was reported that "during a surgical procedure, a small flash and/or flame was seen at the distal tip of the es blade electrode. There was no patient injury and the procedure was not altered."